Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical service for experiencing low blood glucose which was 29 mg/dl and treated it with food. Customers current blood glucose was 130 mg/dl. It was unknown whether automode feature at the time of event was active. Customer was unable to trouble shoot. The insulin pump will not be returned for further analysis.